Event description:
It was reported that stimulation was felt in the wrong location. Stimulation moved from the legs, where it was needed, to under the breast. During a month long unrelated hospital stay, the patient scraped her back being transferred from one gurney to another. The batteries were good and the patient programmer was working. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).